Manufacturer narrative:
The reported incident that brochure asnis iii stryker on demand! (Ref# 982187) was alleged of issue s-116 (literature deviation / information missing) could be confirmed with the provided photographs. Therefore, a non-conformance has been raised, see nc pr# 1127861 for further details. A review of the device history for the reported lot did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The nurse reported that on brochure 982187 rev. 4 16/11 on page 20 ref 702611 says that product is asnis iii cannulated drill 6.5 mm with large ao fitting. Correct product number is 702601.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse reported that on brochure 982187 rev. 4 16/11 on page 20 ref 702611 says that product is asnis iii cannulated drill 6.5 mm with large ao fitting. Correct product number is 702601.